Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was 21 mmol/l. It also reported that display is blank currently. The customer was advised to remove battery after insertion of battery alarm did not display on the pump screen. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No error 820 alarm noted, however moisture damage found on the lcd board. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.